Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the product problem was observed during maintenance/testing. The infusion was not life-sustaining and no adverse patient effects were reported.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The lower right front corner of top case was cracked. So was the right plunger case. The customer reported product problem (primary audible alarm bgnd test message) was observed in the event history log (ehl). This message was not replicated following an occlusion test. The reported was therefore confirmed based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventative measure. The pump underwent preventative maintenance and subsequently passed all the functional tests.

Event description:
It was reported that the medfusion pump displayed a primary audible alarm background. No patient injury or complications were reported in relation to this event.